Event description:
During a cardioversion procedure, the device reportedly delivered 225 joules when selected to delivery 200 joules. The device service indicator also illuminated. The downloaded pt event record indicates that the device power spontaneously reset. The record indicates that therapy may have been delayed because the device may have been unresponsive for approx 38 seconds.

Manufacturer narrative:
Physio-control is currently evaluating the device and continuing to investigate the reported incident.